Event description:
The manufacturer received information alleging a fire broke out at the patient's home around 7 am on (B)(6) 2026. The device was not in patient use. The patient was evacuated from the premises without the bipap a40 ventilator and other medical devices and is currently hospitalized at a facility different from the one that manages the ventilator. The patient is reported to be hospitalized and unconscious. The cause of the fire is under investigation, but it is noted that given the age of the house, a short circuit at an electrical outlet is currently suspected. The devices were left in the residence where the fire occurred, so they cannot be retrieved for repair or evaluation. The relevant device cannot be collected due to it burning up. The information currently provided and available has been reviewed by the clinical expert. The device's cause and contribution to the reported event cannot currently be confirmed nor refuted based on the evidence present. Further good faith efforts and information gathering are required to determine device cause and/or contribution to the patient harms incurred, including a fire investigation. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a follow up or supplemental report will be completed.